Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by filling the container with solution and attaching an administration set. When solution started to flow, a leak was observed from between the tube membrane and the injection site. An underwater pressure test was performed and also revealed a leak from the same location. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty intravia bag leaked from a pinhole near the tip of the port. This occurred after compounding the bag with an unknown solution. There was no patient involvement. No additional information is available.